Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties withdrawing the balloon from the stent occurred. The target lesion was located in the severely tortuous. Severely calcified, 95% stenosed diagonal artery (dx). The vessel was predilated with a 2.0mm maverick balloon. A 2.50 x 24 mm taxus express2 drug eluting stent was deployed to 9 atms in the dx. During withdrawal resistance was felt. The physician attempted low pressure inflation and deflation to 3 atms and advancing the balloon forward and the balloon was successfully removed. The patient was asymptomatic during withdrawal attempts. No patient complications were reported. The patient status is reported as 'satisfactory/good'.